Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to a product performance issue. The patient underwent a surgical intervention to resolve the issue. No additional adverse patient effects were reported. Additional information was received indicating this lead had exhibited noise which was oversensed. During routine change out this lead was surgically abandoned and replaced.

Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to a product performance issue. The patient underwent a surgical intervention to resolve the issue. No additional adverse patient effects were reported.